Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device was unable to obtain an ECG signal and sparks were seen when administering the shock. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Evaluation: the device was not returned to zoll medical corporation for evaluation. Instead, the clinical file was provided for review. Review of the clinical file showed four shocks were delivered to the patient. After the third shock, observed multiple pads on and pads off messages while performing CPR. Pads on and pads off messages indicate that the pad-to-patient or pads-to-mfc cable connection is poor. Shock one and shock four to the patient indicated the device experienced poor coupling prior to shock and eventually caused no ECG signal, and what was described as a spark. There are multiple factors outside of a device malfunction that could contribute to this condition. Some include, but are not limited to motion artifacts, poor contact between the pads and the patient's skin, poor contact between the multifunction cable and the adapter, patient skin condition, or an issue with the accessories. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.